Manufacturer narrative:
The following information appears in the vitros anti- hcv control instructions for use: "treat as if capable of transmitting infection. Use caution when handling material of human origin. Consider all samples potentially infectious. No test method can offer complete assurance that hepatitis b virus, hepatitis c virus (hcv), human immunodeficiency virus (hiv 1+2) or other infectious agents are absent. Handle, use, store and dispose of solid and liquid waste from samples and test components, in accordance with the procedures defined by the appropriate national biohazard safety guideline or regulation (e.g. Nccls guideline m29). Human blood products provided as components of this pack have been obtained from donors who were tested individually and who were found to be negative for hepatitis b surface antigen, and for antibodies to human immunodeficiency virus (hiv 1+2) and hepatitis c virus (hcv), using approved methods (enzyme immunoassays). The positive control (c2) also contains hcv antibody positive plasma obtained from donors tested individually and found to be negative for hepatitis b surface antigen, and for antibodies to human immunodeficiency virus (hiv 1+2), using approved methods (enzyme immunoassays). The hcv antibody positive plasma has been treated in order to reduce the titer of potentially infectious virus. However, as no testing method can rule out the risk of potential infection, handle as if capable of transmitting infection." Personal protective equipment (safety glasses) were not being worn at the time of the event. The customer flushed the affected eye with water. Prophylactic anti-viral treatment was administered to the customer. The root cause of this event is user error.

Event description:
The customer splashed vitros anti-hiv 1 + 2 and vitros anti-hcv control fluids in their eye while disposing of the quality control fluid vials. The customer was given anti-viral therapy. Note: this form 3500a is two of two mdrs for this event. Two devices were involved. Vitros anti-hiv 1+2 controls and vitros anti-hcv controls. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).